Event description:
Additional information was received from the area representative indicating the death follow-up form was completed by the treating physician. The form indicated the patient was receiving vns therapy at the time of death. It was unknown if the vns system was explanted as an autopsy was not performed. The relationship of the vns to the reported sudep was believed to be unrelated. The death event has been reviewed and with the available information has been determined to be probable sudep. Per the nurse, the death was due to sudep. The patient was found dead in her bed and the death was not witnessed. The patient also has a history of nocturnal seizures. No autopsy was performed.

Event description:
It was reported by a nurse through a company representative that a vns patient had passed away due to sudep. At the moment, good faith attempts to obtain further information from the initial reporter have been unsuccessful to date.

Manufacturer narrative:
Outcomes attributed to adverse event, corrected data: initial MDR inadvertently did not list date of death.

Manufacturer narrative:
.

Manufacturer narrative:
Initial report inadvertently did not indicate type of report. Report should have read 30-day.